Event description:
Customer has made a declaration regarding this device stating that it did not deliver the correct dose to the patient. Reporting due to a potential flowrate issue. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and nothing that can explain the reported event was found. The device was received at brèzins for investigation. A visual check was performed on the device and there was nothing to notice. The device history data was analysed by fv's investigator. Due to no reported event date known, a check of last infusions is done : _on 8 december 2021, a very little volume infused (0.16 ml) @ 262 ml/h. Also on (B)(6) a little volume infused (15.8 ml) @ 262 ml/h. _previous infusion of 15 and (B)(6) 2021 : many different flow rates during these 2 days, many (20) downstream occlusions alerts, but infusion done until kvo with 1168 ml infused. _low using time (112 hours). Without details about eventual dysfunction, nothing can be analysis and/or confirmed. Following tests were carried out on the device to verify the claim : _flow rate accuracy @ 262 ml/h - vtbi 1007 ml and @ 100 ml/h - vtbi 1500 ml : the flow rate accuracy measurements are compliant compared IFU specifications (+/- 5%). _device checking : all tests performed are compliant. For this device, no technical cause can be identified compared to the complaint because nothing has been detected. Therefore, the reported event has not been reproduced and could not be confirmed as the device worked as intended. This complaint is considered as not valid.for this issue as per our local procedure, we initiated no action.